Manufacturer narrative:
(B)(4).

Event description:
The pt went through airport security which drained the implantable neurostimulator battery. She was able to recharge her device afterward. A follow-up report will be submitted if additional info becomes available.